Event description:
It was reported the coil could not be detached.no patient injury reported.

Manufacturer narrative:
The pushwire was returned for evaluation with the implant not attached. The evaluation could not determine the cause of the event.(B)(4).